Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had a large air bubble. The customer reported that the blood glucose elevated with the reservoir. The customer's blood glucose was 268 mg/dl at time of incident. The customer had blood glucose of 140 mg/dl prior to high blood glucose. The customer declined troubleshooting. The reservoir will not be returned for analysis.